Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant bwi products include: lasso catheter (us catalog # unknonw, lot # unknown; carto 3 system (us catalog # unknown, serial # (B)(4)). (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cerebrovascular accident (cva) requiring no medical or surgical intervention. Post-procedure, a stroke was suspected. There were no interventions. There is no information regarding extended hospitalization. Patient outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was related to the patient¿s condition. There were no issues or errors reported with any bwi products or equipment during the procedure. There is no information regarding spi value, catheter proximity, or catheter zeroing. Since this adverse event might result in permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.